Manufacturer narrative:
Product analysis: analysis confirmed the reported error, the external pulse generator (epg) powered up to the error screen. It was found that the main board was electrically out of specification. It was also found that one case screw was contaminated. The manufacturing date was not present in the available resources. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had an error. The epg was returned for service. There was no patient involvement. The epg subsequently tested out of specification during manufacturer's analysis.